Event description:
It was reported that the drain tube port is broken. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good condition. A damaged cover on the edge and a broken quick connection fit were noted. The complaint was confirmed. Root cause of the broken quick connection fitting was attributed to wear and tear. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the quick connection fitting. Performed preventative maintenance. No further issue found.